Event description:
The hcp reorted that the patient was being treated in a hyperbaric chamber at 1.5 bar for 2 hours. At the end of the treatment period, the patient noted a "bang noise at the implant side" following this, the patient reported increased pain which had been reported prior to going into the hyperbaric chamber. The hcp increased the dose of the pump with no benefit noted. X-ray revealed dislocation of the catheter. It had slipped out of the intrathecal spaced. During revision of the catheter, the catheter was repositioned in the intrathecal spece. At refill, 5 cc less than expected was aspirated from the pump. The patient returend to the hyperbaric chamber with the same parameters and again noticed a "bang". The patient has been receiving 6.9 mg/day of morphine via flex mode since catheter revision and describes decreased pain.